Event description:
The customer called maquet, reporting that a sterile handle fell off during a case close to the surgical field, after it had been clipped to the light by the surgeon. No injuries were reported. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) evaluated the device. He found that the spring - part of the handle support locking mechanism - was worn out and inefficient due to the presence of dirt in the mechanism. The fst replaced the handle support with a new one and returned the device to service. The prismatic series operating manual provides instructions to correctly click the sterilizable handle onto the light. Additionally, it is part of the periodic maintenance program to verify that the handle locking mechanism is functional.